Event description:
The neurostimulator was returned to the manufacturer because the patient no longer felt stimulation. Further investigation revealed no telemetry.

Manufacturer narrative:
Final device analysis results broken welds at bondwire pads.